Event description:
User facility reports one incident of a leak in the venous tubing; exact location of leak is not known. Due to potential for contamination the blood in the venous line was discarded resulting in ebl=83-108cc. A new venous line was set up to continue treatment. No pt injury or need for medical intervention is reported.